Event description:
It was reported the customer provided general feedback that programming/ keypress errors with titrations and rate changes have occurred. The customer is requesting enhancement where titrations take place in the medication administration record (mar) instead of on the pump directly. This will also allow the clinician do complete any flow sheet documentation at the time of titration. A recent example given by the customer was a patient on a heparin infusion running at 36 units/kg/hr. The initial infusion was programmed via interoperability. The clinician later manually titrated the dose/rate dose based on labs and heparin protocol. Pump found infusing at 33.69 units/kg/hr for 7 hours before recognizing the error. As a result patient was not in therapeutic range. The heparin rate was increased and per customer the patient required a longer hospitalization.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported the customer provided general feedback that programming/ keypress errors with titrations and rate changes have occurred. The customer is requesting enhancement where titrations take place in the medication administration record (mar) instead of on the pump directly. This will also allow the clinician do complete any flow sheet documentation at the time of titration. A recent example given by the customer was a patient on a heparin infusion running at 36 units/kg/hr. The initial infusion was programmed via interoperability. The clinician later manually titrated the dose/rate dose based on labs and heparin protocol. Pump found infusing at 33.69 units/kg/hr for 7 hours before recognizing the error. As a result patient was not in therapeutic range. The heparin rate was increased and per customer the patient required a longer hospitalization.